Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer inspected the mini switches and replaced them due to aging. The system was tested successfully using the hardware test application and the dispensing application. The system functioned as intended after the field service engineer resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.